Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer decided to continue using the subject device, as it is good for 100-150 uses before needing a replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during reprocessing, the ultrasonic probe had blood trapped inside of sheath. There was an unspecified therapeutic procedure prior to the event. There was no report of injury or harm with the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported foreign material/blood inside the sheath issue could not be determined and the issue could not be confirmed, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.